Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/03/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A stent was successfully placed at the neck of the left supraclinoid internal carotid aneurysm, the physician encountered difficulties deploying the non-boston scientific coil and choose to perform a staged procedure. Angiography did not revealing any perforation or other anomalies. Approximately two hours post procedure, the patient suffered a delayed intraparenchymal hemorrhage and subsequently died the same day. The cause of the hemorrhage is unknown.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.